Event description:
We received an allegation about discrepant low results for 1 patient plasma sample tested with calcium gen.2 (ca2) assay on a cobas c503 analytical unit when compared to a different cobas c503 analytical unit. Initial result: 6.2 mg/dl. The physician questioned the initial result and requested a repeat. The sample was then repeated. Repeat result: 8.8 mg/dl. The repeat result was deemed to be correct. Reportedly, an amended report with the correct result was issued.

Manufacturer narrative:
The ca2 reagent lot number was 803015 with an expiration date of 31-aug-2025. The field service engineer (fse) found that the event was caused by the rinse mechanism dispensing too much cleaner into the cuvettes causing spillage into other cuvettes. He adjusted the rinse mechanism levels. Precision studies were performed and they were within specifications. The customer performed calibration and qc and they were successful. The service actions (adjusting the rinse mechanism levels) resolved the issue. No further issues were reported afterward.